Event description:
It was reported that patient implanted with this pacemaker presented to the hospital with dizziness. This device was found to be in safety mode upon interrogation due to premature battery depletion. This device was subsequently explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets. The system resets red during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that patient implanted with this pacemaker presented to the hospital with dizziness. This device was found to be in safety mode upon interrogation due to premature battery depletion. This device was subsequently explanted and replaced.